Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient symptoms associated with the event. The devices were prepared/injected as indicated in the IFU. However, it was noted the physician paused during injection. Philips fluoroscopic equipment was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a new syringe of onyx was withdrawn from the vial immediately after removal. During injection of onyx, the physician was unable to visualize it on the monitor. Resistance was encountered. Subsequently, the physician noted the proximal portion of the catheter had burst. There was no friction or difficulty during delivery. The injection rate was 0ml/hr. It was noted the speed setting on the shaker was 8. The onyx was shaken for more than 20 minutes, and it did not sit more than 5 minutes prior to injection. The catheter was removed immediately with the guide catheter. The guide catheter was also removed and noted to have onyx inside. Angiogram was performed to ensure no inadvertent vessel blockage occurred from onyx. A new set of catheter and onyx were prepared, and no more issues were encountered. The angiographic result post procedure was a successful embolization of the arteriovenous fistula. The patient was undergoing embolization of the arteriovenous fistula. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.